Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure had shifted / migrated within the fallopian tube"), pregnancy with contraceptive device ("pregnancy with essure ") and high risk pregnancy ("pregnancy was deemed to be high risk") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). On (B)(6) 2014, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first, second and third trimesters of pregnancy. In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (serious criterion medically significant) with nausea. In (B)(6) 2014, the patient experienced influenza like illness ("flu-like symptoms"). On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), high risk pregnancy (serious criterion medically significant), pain ("severe pain"), menorrhagia ("heavy bleeding during menstruation / prolonged menstruation cycles"), abdominal distension ("bloating"), pelvic pain ("pelvic pain / chronic pain"), abdominal pain ("cramping when not menstruating"), back pain ("lower back pain when not menstruating"), arthralgia ("hip pain"), fatigue ("chronic fatigue"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (total hysterectomy and salpingectomy (uterus, cervix, and both fallopian tubes were all removed)). Essure was withdrawn. At the time of the report, the device dislocation, pregnancy with contraceptive device, high risk pregnancy, pain, menorrhagia, abdominal distension, pelvic pain, abdominal pain, arthralgia, fatigue, depression and anxiety had resolved and the back pain had not resolved and the influenza like illness outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered device dislocation, pregnancy with contraceptive device, high risk pregnancy, pain, menorrhagia, abdominal distension, pelvic pain, abdominal pain, back pain, arthralgia, fatigue, depression, anxiety and influenza like illness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was full occlusion of the tubes. On (B)(6) 2014: ultrasound scan showed that one coil had shifted, or migrated within the fallopian tube. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and her essure had shifted / migrated within the fallopian tube (device dislocation). She also had a pregnancy with essure, which was deemed to be high risk. Plaintiff gave birth to a son, via vaginal delivery at full term. Almost two years after essure insertion, plaintiff underwent a total hysterectomy and salpingectomy. All events are anticipated in the reference safety information with essure. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this particular case, a hysterosalpingogram was performed and showed full occlusion of tubes however, a dislocation was diagnosed approximately eight months later, when plaintiff was at (B)(6). A device ineffective was considered and pregnancy and high risk pregnancy were regarded as related to essure. Considering the temporal relationship and its nature, a causal relationship between device dislocation and essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure had shifted / migrated within the fallopian tube"), pregnancy with contraceptive device ("pregnancy with essure"), complication of pregnancy ("pregnancy (with complications)") and high risk pregnancy ("pregnancy was deemed to be high risk") in an adult female patient (gravida 6, para 5) who had essure (batch no. B61394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced menorrhagia ("heavy bleeding during menstruation / prolonged menstruation cycles") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with nausea. In (B)(6) 2014, the patient experienced complication of pregnancy (seriousness criterion medically significant), pain ("severe pain") and influenza like illness ("flu-like symptoms"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), high risk pregnancy (seriousness criterion medically significant), abdominal distension ("bloating"), pelvic pain ("pelvic pain / chronic pain"), abdominal pain ("cramping when not menstruating"), back pain ("lower back pain when not menstruating"), arthralgia ("hip pain"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), mood altered ("worsened mood") and complication of device removal ("complication of device removal"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy and salpingectomy (uterus, cervix, and both fallopian tubes were removed)). Essure was removed on (B)(6) 2016. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. In (B)(6) 2015, the pain, pelvic pain, abdominal pain, back pain and arthralgia had resolved. In (B)(6) 2016, the migraine and dysmenorrhoea had resolved. In 2016, the weight increased had resolved. In 2017, the fatigue had resolved. At the time of the report, the device dislocation, high risk pregnancy, menorrhagia, abdominal distension, depression, anxiety and headache had resolved and the complication of pregnancy, influenza like illness, vaginal haemorrhage, mood altered and complication of device removal outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, complication of device removal, complication of pregnancy, depression, device dislocation, dysmenorrhoea, fatigue, headache, high risk pregnancy, influenza like illness, menorrhagia, migraine, mood altered, pain, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: full occlusion of the tubes. (B)(6) 2014: ultrasound scan showed a 6-8 weeks pregnancy and that one coil had shifted, or migrated within the fallopian tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: abnormal bleeding (vaginal, migraines / headaches, dysmenorrhea (cramping), weight gain, mood altered and complication of device removal were added. Reporter, patient demographic information was update. Product indication was update. Product lot number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure had shifted / migrated within the fallopian tube"), pregnancy with contraceptive device ("pregnancy with essure"), complication of pregnancy ("pregnancy (with complications)") and high risk pregnancy ("pregnancy was deemed to be high risk") in an adult female patient (gravida 6, para 5) who had essure (batch no. B61394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage. Concurrent conditions included pelvic prolapse. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced menorrhagia ("heavy bleeding during menstruation / prolongedmenstruation cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with nausea. In (B)(6) 2014, the patient experienced complication of pregnancy (seriousness criterion medically significant), pain ("severe pain") and influenza like illness ("flu-like symptoms"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), high risk pregnancy (seriousness criterion medically significant), abdominal distension ("bloating"), pelvic pain ("pelvic pain / chronic pain"), abdominal pain ("cramping when not menstruating"), back pain ("lower back pain when not menstruating"), arthralgia ("hip pain"), depression ("depression"), anxiety ("anxiety"), mood altered ("worsened mood") and complication of device removal ("complication of device removal"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (total hysterectomy and salpingectomy (uterus, cervix, and both fallopian tubes were removed)). Essure was removed on (B)(6) 2016. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. In august 2015, the pain, pelvic pain, abdominal pain, back pain and arthralgia had resolved. In (B)(6) 2016, the migraine, headache and dysmenorrhoea had resolved. In 2016, the menorrhagia, weight increased and mood altered had resolved. In 2017, the fatigue had resolved. At the time of the report, the device dislocation, high risk pregnancy, abdominal distension, depression and anxiety had resolved and the complication of pregnancy, influenza like illness, vaginal haemorrhage and complication of device removal outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, complication of device removal, complication of pregnancy, depression, device dislocation, dysmenorrhoea, fatigue, headache, high risk pregnancy, influenza like illness, menorrhagia, migraine, mood altered, pain, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: full occlusion of the tubes. (B)(6) 2014: ultrasound scan showed a 6-8 weeks pregnancy and that one coil had shifted, or migrated within the fallopian tube. (B)(6) 2014: radiograph hysterosalpingogram: right fallopian tube coil position: satisfactory placement - the proximal end of the inner coil is in the tube <30mm from the uterine comu (type 2). Occlusion: satisfactory occlusion the tube is occluded at the comu (type 1). Left fallopian tube coil position: satisfactory placement - the proximal end of the inner coil is in the tube <30mm from the uterine cornu (type 2). Occlusion: satisfactory occlusion¿the tube is occluded at the comu (typo 1). Conclusion.: 1. Complete occlusion of both fallopian tubes (B)(6) 2016: pathological diagnosis uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: mild focal chronic endocervicitis with focal ulceration. Uterus: proliferative-phase endometrium. Superficial adenomyosis. Small leiomyoma. Bilateral fallopian tubes: no specific pathologic changes. Source uterus, and fallopian tubes specimen clinical information dysmenorrhea; lavh, bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure had shifted / migrated within the fallopian tube"), pregnancy with contraceptive device ("pregnancy with essure"), complication of pregnancy ("pregnancy (with complications)") and high risk pregnancy ("pregnancy was deemed to be high risk") in an adult female patient (gravida 6, para 5) who had essure (batch no. B61394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage. Concurrent conditions included pelvic prolapse. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced menorrhagia ("heavy bleeding during menstruation / prolongedmenstruation cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with nausea. In (B)(6) 2014, the patient experienced complication of pregnancy (seriousness criterion medically significant), pain ("severe pain") and influenza like illness ("flu-like symptoms"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), high risk pregnancy (seriousness criterion medically significant), abdominal distension ("bloating"), pelvic pain ("pelvic pain / chronic pain"), abdominal pain ("cramping when not menstruating"), back pain ("lower back pain when not menstruating"), arthralgia ("hip pain"), depression ("depression"), anxiety ("anxiety"), mood altered ("worsened mood") and complication of device removal ("complication of device removal"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy and salpingectomy (uterus, cervix, and both fallopian tubes were removed)). Essure was removed on (B)(6) 2016. On (B)(6) 2015, the pregnancy with contraceptive device had resolved. In (B)(6) 2015, the pain, pelvic pain, abdominal pain, back pain and arthralgia had resolved. In (B)(6) 2016, the migraine, headache and dysmenorrhoea had resolved. In 2016, the menorrhagia, weight increased and mood altered had resolved. In 2017, the fatigue had resolved. At the time of the report, the device dislocation, high risk pregnancy, abdominal distension, depression and anxiety had resolved and the complication of pregnancy, influenza like illness, vaginal haemorrhage and complication of device removal outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on(B)(6) 2015. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, complication of device removal, complication of pregnancy, depression, device dislocation, dysmenorrhoea, fatigue, headache, high risk pregnancy, influenza like illness, menorrhagia, migraine, mood altered, pain, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: full occlusion of the tubes (B)(6) 2014: ultrasound scan showed a 6-8 weeks pregnancy and that one coil had shifted, or migrated within the fallopian tube. (B)(6) 2014: radiograph hysterosalpingogram: right fallopian tube coil position: satisfactory placement - the proximal end of the inner coil is in the tube <30mm from the uterine comu (type 2). Occlusion: satisfactory occlusion the tube is occluded at the comu (type 1). Left fallopian tube coil position: satisfactory placement - the proximal end of the inner coil is in the tube <30mm from the uterine cornu (type 2). Occlusion: satisfactory occlusion¿the tube is occluded at the comu (typo 1). Conclusion.: 1. Complete occlusion of both fallopian tubes. (B)(6) 2016: pathological diagnosis. Uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: mild focal chronic endocervicitis with focal ulceration. Uterus: proliferative-phase endometrium. Superficial adenomyosis. Small leiomyoma. Bilateral fallopian tubes: no specific pathologic changes. Source uterus, and fallopian tubes specimen clinical information dysmenorrhea; lavh, bilateral fallopian tubes . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet received. New reporters added. Patient relevant history added. Event onset dates and stop dates added. Outcome of event worsened mood was changed to recovered/ resolved. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and her essure had shifted / migrated within the fallopian tube (device dislocation). She also had a pregnancy with essure, which was deemed to be high risk. Plaintiff gave birth to a son, via vaginal delivery at full term. Almost two years after essure insertion, plaintiff underwent a total hysterectomy and salpingectomy. All events are anticipated in the reference safety information with essure. Pregnancies have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. In this particular case, a hysterosalpingogram was performed and showed full occlusion of tubes however, a dislocation was diagnosed approximately eight months later, when plaintiff was at 6-8 weeks pregnancy. A device ineffective was considered and pregnancy and high risk pregnancy were regarded as related to essure. Considering the temporal relationship and its nature, a causal relationship between device dislocation and essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.